Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed the ins setscrew was backed out too far. The setscrew was not able to be reinserted using a 5 oz-in torque wrench. The setscrew was able to be reinserted using a non-torqued hex wrench. Once reinserted into the threads with the non-torqued wrench, a 4 oz-in torque wrench was able to hold a lead securely. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative that the lead would not stay secure in the implantable neurostimulator (ins). The ins was connected to the lead and impedance was checked; there was a significant amount of impedance shown. The lead was disconnected from the ins and reconnected and still impedance was being detected. The process was done with cleaning the lead and reconnecting three times. Each time when turning the hex wrench it would click in place but that lead was still not fully secure which was causing the impedance. The ins was replaced and the issue resolved. There was no patient injury. If additional information is received, a follow-up report will be sent.